Event description:
Account reported to dade behring that insufficient growth (no results) occurred over the past few days, on approximately half of their 50 panels, the remaining had misidentifications. Exceptions were associated with identified prompt lot. There was no report of injury or illness associated with the issue.

Manufacturer narrative:
Evaluation: in-house testing performed and confirmed insufficient growth issue with customer provided samples and also with retention samples. Conclusion: investigation has not been completed.